Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, damage (physical or cosmetic), charge/battery lasts less than expected, failed batt test, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-332a, mmt-1884l.troubleshooting was not performed. Customer reported a past insulin flow blocked alarm.customer reported receiving a battery failed alarm.customer reported a short battery life or a low battery alarm.customer reported pump was dropped/bumped and/or pump has possiblephysical or cosmetic damage.the customer called for an issue not covered by existing troubleshootingguides. Refer to the event description for more details. No harm requiring medical intervention was reported. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-1884l.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08660 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals there are a total of seven (7) no delivery (insulin flow blocked) alarms (6x 6/9/2024 and 1x 7/15/2024), listed below: 06/09/2024 21:39:29 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 06/09/2024 21:40:42 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 06/09/2024 23:21:03 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1autobolus delivery. 06/09/2024 23:25:45 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1autobolus delivery. 06/09/2024 23:30:45 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1microbolus delivery. 06/09/2024 23:40:45 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1autobolus delivery. 07/15/2024 21:55:58 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. The earliest power data available per the power management tool/detail trace file is on 7/19/2024 6:45:59 am. There was no power data available for the event date of 7/10/2024 however, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Utilizing the available historical data. No unexpected low battery alerts or power-related alarms were noted during testing. A review of the history files reveals there were two (2) low battery alerts (6/8/2024 and 7/2/2024). There weren't any failed batt test (battery failed) alarms, replace battery alerts or replace battery now alarms found in the pump history and pump diagnostic trace files. No excessive or unusual power/battery-related alarms were noted in the history files. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, minor scratched lcd window, cracked select button keypad overlay, stained keypad overlay, missing display window cover, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Minor scratched lcd window is confirmed. Insulin flow blocked alarm complaint is not confirmed. No unexpected insulin flow blocked alarm noted during testing. Diminished battery life and battery failed alarms (rejecting new batteries) are not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.